Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted (sensor location not available). The were no cgm or bg comparison values reported. On (B)(6) 2023, the patient fell asleep while watching tv around 11pm. At 11:20pm, the patient¿s husband noticed the cgm and the patient¿s pump were reading low mg/dl and the patient was unconscious. The patient¿s husband called an ambulance, and she was taken to the hospital. Her cgm value upon arriving at the hospital was 45mg/dl (no bg meter value comparison available), and she was given a ¿dextrose gun¿ (injection) as treatment. The patient was observed for 6 hours in the emergency room and then discharged. Patient was in good and stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.